Event description:
Device report from portugal reports an event as follows: it was reported that on an unknown date in 2022, a loan set arrived to the local dc and the screwdriver in question was found to have a damaged tip. No patient interaction was reported. No further information is available. This report is for an expedium verse spine system polyaxial driver, shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2022. A review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn123736 released in two batches. Batch1: lot qty of 39 units were released on 31 mar 2016 with no discrepancies. Batch2: lot qty of 173 units were released on 09 mar 2016 with no discrepancies. Supplier: nemcomed as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that distal tip of the verse poly driver, shaft was observed tripped and worn. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per procedure, it was determined that the reusable instrument device was stripped/worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped/worn of verse poly driver, shaft would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.